Event description:
Customer called to report that the unicel dxc 600 synchron system generated a falsely high potassium result of 10.38 millimoles per liter (mmol/l) for one patient sample. The result was not reported; therefore, patient treatment was not affected. The remaining ion selective electrode (ise) analyte results were suppressed. Customer repeated the patient sample and the result was 11.57 mmol/l. Customer stated that the hospital air conditioning was turned off, and that at the time of the result, the temperature in the lab was 82 degrees fahrenheit. The hospital's maintenance department supplied fans, which were used to blow onto the back of the instrument. Customer then recalibrated the ise system, and found that the quality controls were within the established ranges. Customer repeated the patient sample and the instrument generated a potassium result of 4.2 mmol/l, which was then reported. The field service engineer (fse) inspected the instrument and did not find any problems. The ise health check testing passed per established specifications. The root cause of the instrument issue could not be definitely determined. The fse verified instrument performance to ensure that the instrument was performing per instrument specifications. Customer has not called back to report any further instrument issues.

Manufacturer narrative:
Customer appears to have resolved the instrument issue with the troubleshooting steps when customer used fans to adjust the laboratory's room temperature from 82 degrees to 74 degrees fahrenheit. However, a room temperature of 82 degrees fahrenheit is within the system's operating specifications; therefore, the root cause of the instrument issue could not be determined for certain. Both the field service engineer and customer confirmed that the instrument was performing per established instrument specifications after the room temperature was adjusted. (B)(4).